Event description:
The customer stated that she had been experiencing high blood glucose levels for the past three months. The reported blood glucose reading at the time of the call was 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly except for the time. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.